Event description:
It was reported that the lead was unable to be fixed because of not getting good data from the pacing system analyzer (psa). The physician suspected lead malfunction. The lead was withdrawn and a new lead was implanted instead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary; (B)(4) the distal segment of the lead was received for analysis where no anomalies were found. Helix/lobe distorted/bent. The helix extension and retraction cannot be tested due to only distal segmen was returned.